Manufacturer narrative:
Investigation of returned suspect clamp finds that as reported, the adjustment screw has seized within the clamp. No visible damage observed. The reported issue was confirmed to be caused by a mechanical failure. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement suretrak2 medium clamp shipped to site (B)(4) 2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's clamp was hard to take off, and once it came off, it was no longer able to turn in the release direction. No further details regarding the damage, how it occurred or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.